Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button on the insulin pump was not responding. Customer¿s blood glucose level was unknown. After couple of minutes the button began to work. Customer reported that the insulin was squirting out during manual prime process. Customer did not have insulin pump with them at the time of call. The insulin pump will not be returned for analysis.